Manufacturer narrative:
(B)(4). The customer returned the lid stock, tray, and spring-wire guide assembly from a nc-14403-j kit for evaluation. The spring-wire guide was found to be kinked were the wire protrudes from the advancer and is covered by the protective cap. The damage is consistent with the cap coming loose inside the kit, allowing the spring-wire guide to become damaged. The kink in the spring-wire guide was located 441 mm from the proximal end. The length and outer diameter of the spring-wire guide were measured and found to be within specification. A manual tug test was performed to confirm both welds were intact. A device history record review was performed and no relevant findings were identified. The customer reported issue of the spring-wire guide being kinked in the package was confirmed during the sample investigation. Visual inspection was performed and the spring-wire guide was identified to be kinked where the wire protrudes from the advancer that the protective cap covers. It appears that the cap came loose, allowing the spring-wire guide to become damaged. Dimensional inspection was performed and no issues were identified. The probable cause of this issue is shipping and handling. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the spring wire tip was found abnormally bent prior to use.a new kit was used.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges the spring wire tip was found abnormally bent prior to use. A new kit was used.